Event description:
A customer reported that they were not able to turn on their freestyle blood glucose monitor, and as a result was not able to properly obtain a glucose reading. She then reported experiencing headaches and blurred vision. She went to a community clinic where she was diagnosed with hyperglycemia. Exact treatment administered in order to stabilize glucose levels is unknown.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.